Event description:
Related manufacturer report number: 2017865-2023-19069. It was reported that the non-pacing dependent patient presented for routine generator change at end of service on (B)(6) 2023. During the procedure both the right atrial (ra) and right ventricular (rv) leads were tested. Both leads failed to capture at high output and were capped and replaced. The patient was stable before, during, and after the procedure.